Event description:
It was reported by the customer that the pyxis medstation es had constant drawer failure that requires shut down of med station in order to recover failed drawer. The customer stated that the malfunction occurred when user trying to issue medication to patient and no patient care delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, field service engineer assessed functionality of drawer and cubie pockets. A field service engineer, replaced hh drawer controller card for 2.2 to resolve the issue. The system functioned as intended.